Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported rupture. This record is for the unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted and replaced with a non-abbvie device.